Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported that 4 years and 11 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 40n.cm of primary stability was achieved and the patient presented bone type I.